Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley balloon would not deflate making it difficult to remove. The customer alleged several attempts were made to puncture the balloon with the guide wire, cutting of the lumen and still 2-3cc remained in balloon. Urology was consulted; resulting in traumatic removal. A new foley was placed and the patient was transferred with catheter to remain for 72 hours.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. An evaluation on the affected sample found the catheter could not be deflated due to poor snip eye. A review of the manufacturing process indicates the process is capable of producing this type of defect. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley balloon would not deflate making it difficult to remove. The customer alleged several attempts were made to puncture the balloon with the guide wire, cutting of the lumen and still 2-3cc remained in balloon. Urology was consulted; resulting in traumatic removal. A new foley was placed and the patient was transferred with catheter to remain for 72 hours.